Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel indicate that this event would not be asssociated with the device but rather would be related to user technique.

Event description:
The rptr stated that the thread of this screwdriver was worn out after one use. This event did not cause any adverse consequence to the pt or surgical delay.